Manufacturer narrative:
One 72203721 fast-fix 360 curved needle delivery expanded indication system device reported on. The product was used for treatment but was not returned for evaluation. Due to product unavailability, conclusive investigation and evaluation were limited. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Inadvertent twisting or bending of the needle can interfere with proper advancement and release of anchors. Review of instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) inadvertent twisting or bending of the delivery needle. 2) difficulty with reaching the desired tissue location. 3) inadequate tissue conditions. 4) incomplete needle penetration through meniscus. 5) unintended double triggering. 6) anchor proximity; tension causing t1 to pull t2. Per instruction for use: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ final product met specifications upon release to distribution.

Manufacturer narrative:
One 72203721 fast-fix 360 curved needle delivery expanded indication system device used for treatment, was returned for evaluation. The complaint stated: ¿the second anchor had not been delivered.¿ the device was received in good condition with no obvious signs of damage. Both of the t¿s and suture were absent. There was no obvious twisting or bending of the delivery needle. The device cycled and actuated as expected. There aside from the related complaint listed above, there were no other complaints for this manufacturing lot no root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery, after the first anchor was implanted, the grey knob was pushing a couple times for the second anchor, but the second anchor had not been delivered. The procedure was completed without significant delay using a back-up device. No patient injury or other complications were reported.